Event description:
It was reported that the pump touch screen was unresponsive on the back button. The customer's blood glucose was 77 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.